Manufacturer narrative:
(B)(4). Device implanted in the atrial septum (incorrect anatomy). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of perforation, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to hemopericardium. At 30 weeks gestational age, due to hypoplastic left heart syndrome, this fetus underwent unsuccessful balloon septoplasty then underwent successful placement of a multi-link mini vision stent, in the atrial septum. Post stent placement, the fetus experienced hemopericardium. Drainage was pursued. Sometime after birth, the baby underwent a bi-directional glenn procedure and died sometime after that. Details are listed in the attached article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum. Please see the article for additional information.